Event description:
It was reported that during unrelated generator replacement the lead was screened and appeared to have an externalized conductor between the rv and svc coils, close to the rv coil. A hvli was performed and showed to be stable. A pc shock was delivered also showed a stable hvi. The lead remains implanted and all pacing and sensing measurements were stable. The patient presented in the emergency room after receiving vibratory alerts for episodes of oversensing during the implant surgery. The oversensing was not reproducible with isometrics. The patient was unaffected by the event.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the lead was explanted and replaced. The procedure went well. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).